Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint and found the primary failure to be related to the customer reported complaint ¿a piece of the plastic insulation near the jaws of the maryland bipolar forceps instrument was found to have broken away¿. The instrument was found to have thermal damage on the yaw pulley. The yaw pulley exhibited melting, which was indicative of the thermal damage. There was no material missing. The instrument passed an electrical continuity test. The probable root cause of this failure is attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the maryland bipolar forceps instrument (pn# (B)(4)/ lot# n10210913-0207) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1607 for approximately 1hr 34min. The alleged event occurred on the 12th use of the instrument with two uses remaining. The reported event date of (B)(6) 2022 was incorrect. The incident occurred on (B)(6) 2022 based on log review. Event verification of the logs confirmed a radical prostatectomy without lymphadenectomy surgical procedure on (B)(6) 2022 on system sk1607. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that a piece of the plastic insulation near the jaws of the maryland bipolar forceps instrument was found to have broken away when sent for reprocessing. The complaint acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, no fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a piece of the plastic insulation near the jaws of the maryland bipolar forceps instrument was found to have broken away. The procedure was completed with no reported injury and no fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2022 and obtained the following additional information: no intraoperative collisions were noted during the procedure. The missing insulation material was identified after reprocessing and the instrument was in a steri-peel pack. No photographic images or a video of the procedure are available for review.